Event description:
Pump was reported to overinfuse. At 4am, a 1000ml bag of heparin was set to infuse at a rate of 70ml/hr. It was noted the entire bag infused in just 2 hours. The pt was given protamine to reverse the symptoms and was taken to ICU for bleeding. Attempts were made to obtain extra info regarding pt status, medical intervention, pt injury and the age of pt but no additional details are known.